Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the electrode belt trunk cable connector was damaged. The root cause for the damaged trunk cable connector could not be positively identified. There was no adverse event that resulted from the damaged belt.